Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon was opening the blister pack, he noticed a lot of powder on the triathlon-prim tib baseplate. Therefore, he rinsed it with sterilization water and implanted the device in the patient."